Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and confirmed o-ring was intact, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge securely, and followed on-screen steps to complete load process, after which insulin delivery was successfully resumed with guidance from technical support.